Event description:
Part of a needle broke off and got stuck in the skin of a pt while she was injecting [needle issue]. Case description: does the incident represent a serious public health threat: no. Serious spontaneous case reported by a nurse from (B)(6), concerns a female pt (age unspecified) with type 2 diabetes mellitus who was treated with novofine (31g) (needle) on unk dates and experienced "part of a needle broke off and got stuck in the skin of a pt while she was injecting" beginning on an unk date. Pt's height: not reported. On an unk date, part of a needle got stuck in the skin of the pt while she was injecting. The pt was sent to accident and emergency where she was told to leave the needle alone. Action taken with novofine was not reported. The outcome of the event was reported as "unk".